Manufacturer narrative:
Concomitant medical product: dtba1qq ICD, 6947m62 lead, 429888 lead; implanted: (B)(6) 2014. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other device associated with this event: heartware ventricular assist system ¿ pump, model 1103 / expiration date 30sep2019 / serial number: (B)(4), implanted date: (B)(6) 2018, mfg date 30sep2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a sudden drop in estimated flows and pulsatility involving the right ventricular assist device (rvad) with a sudden drop in estimated flows and pulsatility involving the left ventricular assist device (lvad) five minutes later. The site suspected an obstruction on the outflow or inflow of the rvad. During this time, the patient also developed a hemorrhagic cerebrovascular accident (hcva) that was confirmed by computerized tomography. The patient appears to have subsequently developed ventricular tachycardia followed by asystole. At that time, the patient had already been made a do not resuscitate. Both of the patient¿s pumps were turned off and the patient expired later that evening at 21:57. The cause of death was reported to be the hcva.

Manufacturer narrative:
Product event summary: the pumps were not returned for evaluation. The reported low flow event was confirmed via log file analysis, which revealed one low flow alarm logged on (B)(6) 2018 involving (B)(4) and three low flow alarms logged on (B)(6) 2018 involving (B)(4), as well as a decrease in power consumption of both pumps on (B)(6) 2018. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow events may be attributed to multiple factors, including but not limited to poor vad filling, thrombus at the inflow cannula, constriction in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's cause of death was multiple organ dysfunction syndrome (mods). The cause of death was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. E1 first name corrected from (B)(6), last name corrected from (B)(6), facility name corrected from (B)(6), fax number corrected from (B)(6), phone number corrected from (B)(6) and email corrected to (B)(6). E3 occupation corrected from physician (phys) to nurse (nurs). G2 report source corrected from foreign, health professional, company representative to health professional, company representative. G3 date manufacturer received corrected from 26-feb-2018 to 21-feb-2018. H6 patient codes corrected to include e0133. H10 additional products d4 catalog # corrected to 1103 and h6 patient ime codes(s) corrected to include e0133. Newly received information indicated that the patient's cause of death was multiple organ dysfunction syndrome (mods). D6a implanted date updated from (B)(6) 2018 to (B)(6) 2017. Additional products: d4: catalog #: 1103 / serial #: (B)(6), h6: patient ime code(s): e0133, e2402 h6: imf code(s): f02, f21, f2203 h6: img code(s): g04105 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. The cause of death was collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the device evaluation and investigation completion. This event was collected during a review of patient records with the healthcare facility. Product event summary: the biventricular assist device (bivad) (B)(6) and (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported low flow event was confirmed via log file analysis which revealed a sudden decrease in power consumption and estimated flows logged on both pumps on (B)(6) 2018. 1 low flow alarm was logged on (B)(6) 2018 involving (B)(6) and 3 low flow alarms were logged on (B)(6) 2018 involving (B)(6). Information received from the site revealed a suspected obstruction on the outflow or inflow. The patient developed hemorrhagic cerebrovascular accident (hcva) which was confirmed through computerized tomography (CT) scan. The patient subsequently developed ventricular tachycardia followed by asystole. The patient had been on a do not resuscitate and both the pump's were turned off and the patient expired. It was further reported that the patient's cause of death was multiple organ dysfunction syndrome (mods). Failure analysis of the returned pumps revealed that the devices passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the devices. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors, including but not limited to poor vad filling, thrombus at the inflow cannula, and/or constriction at the outflow graft. Per the instructions for use, multi-organ system failure, thrombus, neurological dysfunction, cardiac arrhythmia, bleeding and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Implanted date updated from (B)(6) 2017 to (B)(6) 2018. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the two ventricular assist devices (vads) were returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed a sudden decrease in power consumption and estimated flows logged on both pumps on (B)(6) 2018. One low flow alarm was logged on (B)(6) 2018 involving (B)(4) and 3 low flow alarms were logged on (B)(6) 2018 involving (B)(4). Failure analysis of the returned pumps revealed that the devices passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the devices. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pumps from performing as intended. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors, including but not limited to poor vad filling, thrombus at the inflow cannula, and/or constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: pump (B)(4). Device available for evaluation: yes, return date: 03-nov-2018. Device evaluated by manufacturer? Yes. Dev rtn to MFR? Yes. If information is provided in the future, a supplemental report will be issued.